Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing to pyxis. A technical support specialist (tss) dialed into the server and navigated to settings, patients, visits, and orders to confirm the patient was showing as admitted. Ka (patient missing on a bd pyxis medstation es) was followed for troubleshooting 'patient missing on a bd pyxis medstation es.' Healthsight viewer (hsv) communication was checked for device, with no errors found on the dashboard. The station was checked directly, no errors were found, and the data sync log confirmed the station was not in retry mode. Sync information on the server showed the station was syncing correctly. The patient was verified as correctly assigned to the area. A report was run to check the last transaction performed for the patient. Device settings were reviewed, showing admission inactivity days set to 10. Orders under the patient profile were present but marked as discontinued. At the station, the patient appeared with multiple visits. It was determined that patient visits need to be merged into a single visit to ensure accurate records and reporting. The site verified they were able to pull medications under the patient in pyxis. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patients were not showing on machine and orders were not crossing over. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.